Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the device was not working properly after a procedure. There was no delay. There was no patient involvement.

Manufacturer narrative:
Analysis found that the customers reason for return has not been confirmed. No deviations were found. The device was successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported that the device had loss of signal.